Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported: 'during surgery when the surgeon separated the soft tissue, the screw broke, remaining on one side the tulip, on the other the shaft, and also the interior rings broke. There was a concern that very small fragments remained, since the surgeon retrieved very small pieces from the wound.' The surgery was completed. A spare device was available that functioned correctly. The event did not lead to extended the surgery time for more than ten minutes. There was no additional anesthesia administered due to the alleged incident.